Manufacturer narrative:
(B)(4). Device manufactured date: feb. 20, 2015 - feb. 27, 2015. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and identified the presence of iodine. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a minicap sponge with inadequate iodine. There was no patient involvement. No additional information is available.